Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
The customer reported multiple occlusion alarms. The customer experienced an elevated blood glucose (bg) level. Customer reported a kinked cannula after changing infusion set. Customer was hospitalized on (B)(6) for treatment of diabetic ketoacidosis as well as food poisoning. Customer was treated with intravenous fluids and insulin drip and released the next day. Although requested additional information could not be obtained.